Event description:
It was reported that the device was unable to be interrogated and had no magnet response. The device was at end of life (eol) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.